Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device intermittently powers itself off shortly after powering the device on. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that their device intermittently powers itself off shortly after powering the device on. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined the cause for the reported issue was due to the digital pcb assembly; however further component cause could not be determined.